Manufacturer narrative:
Patient identifier not available. Patient age not available. Patient weight not available. Device serial number unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the site was unable to navigate with a spin after taking it. A manufacturer representative reported that the gantry was moved or activated prior to the image being transmitted to the navigation system. The manufacturer representative advised the site to take another spin and ensure the image was transmitted successfully and was available for navigation before the gantry was removed.